Manufacturer narrative:
Summary of investigation: there are no previous complaints about this code batch which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 11 closed samples. To evaluate the conformity of this unit we performed the following tests: tightness test to closed samples received has been performed and the units are tight. Rotation test performed on 11 closed samples received confirmed that the units are compliant with the specified requirements. Needle attachment strength results conducted on the 11 closed samples received are 1.19 kgf in average and 1.07 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 0.69 kgf in average and 0.35 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Furthermore, needle attachment strength results conducted on samples before releasing the product were 1.17 kgf in average and 1.04 kgf in minimum and fulfilled ep requirements: 0.69 kgf in average and 0.35 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that during a suturing procedure in outpatient orthopedic surgery, the needle detached from the suture. The sutures are available for analysis. This is the second time this problem has occurred. Additional information has not been provided.